Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a few weeks after implant of the right ventricular (rv) lead, the patient visited the emergency department due to poor physical condition. Electrocardiography was performed and confirmed that the patient suffered pericardial effusion and had diastolic failure. Lead perforation was suspected by examining the scan images. A perforation of the free wall as well as tamponade from the perforation was confirmed during surgery to cut and cap the lead. Hemostasis was performed at that time. It was noted that the physician felt that the lead was positioned in a thin place of the myocardium and that the lead slack was excessive. A new rv lead will be implanted at a later date. No further patient complications have been reported as a result of this event.